Event description:
The coil was being used and the physician noted that the first coil had kinked or knotted after repositioning. The coil was retrieved into the catheter and then the coil broke/detached. He was able to retrieve the catheter with the damaged coil outside of the patient. He used a second px400 coil and then proceeded to use a total of nine coil to treat the patient without problem. The physician reported that the patient was fine with no clinically apparent complications due to the event.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: the pusher assembly alone was returned. The proximal pet lock is in place and unbroken. The distal detachment tip (ddt) is in place and the pull wire is in place in the capture feature. The proximal constraint ball is in the ddt in its normal unreleased position and the stretch resistant (sr) wire broken. There is no coil attached. Conclusion: the cause of the unintentional detachment of the coil was a break in the sr wire. This may occur due to excessive tensile force, beyond the specification of the material, being applied to the coil during manipulation and placement in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.